Manufacturer narrative:
The lot was manufactured november 6 - 8, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the slide clamp was opened and the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not prime. This occurred prior to patient use. There was no patient involvement. No additional information is available.